Event description:
There was no patient impact associated with this complaint. On (B)(6) 2012, the patient's mother contacted animas to report that on two separate occasions, each episode one year apart, she noted that the infusion set had disconnected from the cartridge while it was in the patient's pump. The patient's mother claimed they immediately became aware of the issue on both occasions it occurred and changed out all supplies. At the time of the call, the patient's mother informed customer support that she did not look closely at the supplies to see if there was any damage to them. Customer support noted that the products involved had already been discarded and therefore lot #s were not available. The reporter was unable to provide any further details regarding the alleged issue. The issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.